Event description:
It was reported that the manufacturer's representative ran an impedance test at 0.5 v and had electrode combinations over 4,000 ohms. The device was at end-of-service (eos) due to normal battery depletion, and the impedance test may have not been accurate. There were no concerns about the patient's therapy. Due to language barrier, the last time therapy was felt by patient was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 748951, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3487a-33, lot# v478465, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-33, lot# v478465, implanted: (B)(6) 2010. Product type: lead. (B)(4).